Event description:
It was reported that customer received minimum fill notification while attempting to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case and clean pneumatic tap area, and when reloading same cartridge did not resolve issue, support guided customer through filling and loading new cartridge using proper technique, after which pump function was restored and insulin delivery was successfully resumed.